Event description:
During procedure the inflation device did not register atms. Device replaced with another to complete procedure. Device was tested prior to procedure and registered atms appropriately.